Event description:
It was reported, that a minimum fill notification occurred. After the user filled the cartridge with 300 units of insulin, during the load sequence. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was in 100-159 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.